Manufacturer narrative:
Lot number was previously unknown, but later identified as 65519028 after follow up with representative. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that a vw finger cuff had inaccurate values during use. The patient was monitored with a cuff throughout the case. It was noted that the patient had very large and long fingers. Due to such large sizing of the fingers, staff had to place the cuff on the left hand pinky. Cuff was placed on the opposite arm from the brachial cuff. Due to the placement, the diodes sat very low on the finger. Pulse ox was already on ring finger. Initially, there was a large value disparity between the vw cuff and brachial cuff readings. Staff switched to a large cuff on the pinky to get more consistent readings. They were able to measure the diameter of some fingers postcase. Right hand index finger measured 71.12mm in diameter. Procedure was done on (B)(6) 2024 at 0730. Cuff was used with a hemosphere vita monitor with serial number: (B)(6). There were no patient injuries.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply the finger cuff on the thumb, small finger, or previously fractured fingers." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.